Event description:
Healthcare professional reported left side ¿irritation/ inflammation, itching and rash¿. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat, deformation and weight to the spec. Cloudy and voids was observed after autoclave disinfection process. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process. Additional, changed, and/or corrected data: d.10, h.3, h.6.

Event description:
Healthcare professional reported capsular contracture baker grade IV, shape and pain symptoms, and "irrigation due to inflammatory findings during surgery".

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of inflammation/irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: inflammation/irritation.

Event description:
Healthcare professional reported left side ¿irritation/ inflammation, itching and rash¿. The device has been explanted.